Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -09.50 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Additional information: device evaluation: lens was returned dry, in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found lens haptic torn/broken. Work order search: no similar complaints were reported for units within the same lot. (B)(4).